Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricle lead exhibited noise. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of noise was not confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing, visual and x-ray inspections of the lead were normal with no anomalies found.

Event description:
New information received notes that the right ventricle (rv) lead exhibited noise over-sensing. The rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Correction: the correct medical complaint code should have been "over-sensing", rather than "noise".